Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while removing the catheter, the catheter that was attached in the back of the female patient with an elastoplast, the catheter ruptured. There was no patient injury.

Event description:
It was reported that while removing the catheter, the catheter that was attached in the back of the female patient with an elastoplast, the catheter ruptured. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The customer reported the catheter ruptured during use. The customer returned one snaplock adapter, one flat filter, and one epidural catheter. The components were received connected together ((B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter's extrusion appears to be separated at approximately 29.6cm from the proximal end. The catheter's coil wire is extremely stretched and tangled between the two catheter pieces but do not appear to be separated. Both the proximal and distal ends of the returned catheter appear to be intact. Also, the extrusion between the two catheter pieces does not appear to be stretched at the point of separation ((B)(4)no other defects or anomalies were observed. Other remarks: a dimensional inspection was performed on the catheter using a ruler ((B)(4)). The proximal end catheter extrusion piece measures ap proximately 29.6cm. The distal end catheter piece measures approximately 62.1. Both catheter pieces combine to measure approximately 91.7cm. None of the catheter appears to be missing. Although, the specification per graphic kz-05400-002 rev. 9 indicates that the proper length of an epidural catheter is 88.5-91.5 cm, the extrusion of the two catheter pieces are probably slightly stretched from being separated causing the two catheter pieces to measure slightly outside the specification. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. The IFU also provides alternate removal techniques if further resistance is encountered. The IFU states "stretch catheter slightly and tape it to skin, creating constant tension on the catheter." Also, "injecting a small bolus of preservative-free saline while removing the catheter may be helpful." The reported complaint of epidural catheter rupturing during use was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion, but were held together by the internal coil wire. None of the catheter was missing. At the point of separation, the extrusion showed no signs of stretching, however, the coil wire was extremely stretched and tangled between the two catheter pieces. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also provides alternate removal techniques if further resistance is encountered. Therefore, based upon the condition of the sample received, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The IFU for this kit, e-17019-110a; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. The IFU also provides alternate removal techniques if further resistance is encountered. The IFU states "stretch catheter slightly and tape it to skin, creating constant tension on the catheter." Also, "injecting a small bolus of preservative-free saline while removing the catheter may be helpful." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer. Therefore, the potential cause of the catheter rupturing could not be determined based upon the information provided and without a sample.

Event description:
It was reported that while removing the catheter, the catheter that was attached in the back of the female patient with an elastoplast, the catheter ruptured. There was no patient injury.